Event description:
The customer reported that during use of this shaver bur to perform an arthroscopic ankle fusion, the bur came apart, sending shards of metal into the surgical site. It was further reported that the bur had come in contact with its own protective hood and shredded itself. The user irrigated and suctioned the surgical site, removing the metal fragments. Following this event, a second bur was obtained and started to bend during use; and therefore, the user discarded it. After this event, the surgeon obtained a competitor's bur to complete the surgery as intended. There was no pt injury; however, these events resulted in a 30 minute surgical delay.

Manufacturer narrative:
To date, this device has not been received to perform an investigation. A follow-up report will be sent upon receipt of the device and completion of an investigation.